Event description:
It was reported that the operator at PICC clinic inspected the catheter through flushing prior to placement on september 18. After catheter placement, when the patient was receiving infusion treatment at the ward, the dipping rate of the drug liquid was slow. An examination at the clinic indicated that the central valve of the catheter at the distal end was unable to be opened normally, seriously affecting the dipping rate. The operator made another catheter flushing and the dipping rate was improved. The valve failed to be opened again during the infusion on the following day, with slow dipping rate. The patient requested for removal of the catheter and placement of another one. The catheter was removed at the ward.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft1151 showed no other similar product complaint(s) from this lot number.